Event description:
On (B)(6) 2014, the patient's mother reported the infusion device did not properly provide an e4 occlusion error. The infusion set had become disconnected at school, and he reconnected it. His blood glucose was 576 mg/dl when he got home, and his target range is 80-180 mg/dl. His mother changed the infusion set and delivered a bolus as treatment. She reported the infusion needle was bent and had likely been bent for several hours, but the infusion device did not provide the expected error message. His most recent blood glucose was 90 mg/dl. The infusion device was replaced and the infusion device and infusion set were requested for evaluation. Three attempts were made to follow-up with his mother, but these were not successful.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. E4 errors were found in the history. The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.